Event description:
It was reported that the patient received maximum energy commanded shocks to evaluate the implantable cardioverter defibrillator (ICD) system as shock impedance was measuring greater than 145 ohms. The result during the test was 90 ohms. Technical services recommended further regular monitoring. The ICD and right ventricular (rv) lead remain in service and no additional adverse patient effects were reported. It was additionally reported that the rv lead was explanted and replaced due to high shock impedance, possibly related to lead calcification. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction: refer to code changes in section f.

Event description:
It was reported that the patient received maximum energy commanded shocks to evaluate the implantable cardioverter defibrillator (ICD) system as shock impedance was measuring greater than 145 ohms. The result during the test was 90 ohms. Technical services recommended further regular monitoring. The ICD and right ventricular lead remain in service and no additional adverse patient effects were reported.

Event description:
It was reported that the patient received maximum energy commanded shocks to evaluate the implantable cardioverter defibrillator (ICD) system as shock impedance was measuring greater than 145 ohms. The result during the test was 90 ohms. Technical services recommended further regular monitoring. The ICD and right ventricular lead remain in service and no additional adverse patient effects were reported.